Event description:
It was reported that prior to a transcatheter aortic valve replacement procedure involving the evfxplus-26 valve, a pre-implant balloon valvuloplasty (bav) was performed as standard practice for the implanting physician.  Subsequently, the valve was implanted in the patient.  Following valve placement, paravalvular leak was observed. A post-implant bav was performed using a 22 mm non-medtronic balloon. The valve dislodged from a depth of 4 mm on the left coronary cusp (lcc) and 4 mm on the non-coronary cusp (ncc) to a new depth of approximately 6 mm above the annulus on both the lcc and ncc during the post-implant bav. Per the physician, the pacing capture was lost as the balloon was inflated causing the resulting contractions caused the fully expanded balloon to come into contact with the valve frame and cause the dislodgement. The valve was snared into the ascending aorta proximal to the innominate artery. A second valve was loaded into a new delivery catheter system (dcs) and inserted into the patient over small curve non-medtronic guidewire. During advancement, the dcs was unable to successfully pass through the first dislodged valve. The decision was made to withdraw the second valve and delivery system from the body. A 23 mm non-medtronic valve was implanted in the patient instead. The procedure was delayed by approximately 45-minutes. Following the procedure, an injury to the ascending aorta was suspected. Computed tomography confirmed the injury, and the patient was taken to surgery in an attempt to repair the damaged ascending aorta. The patient was reported to have passed away.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl following valve deployment was mild. During the surgery, the valve was explanted.

Manufacturer narrative:
Updated data: b5. D6b. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Per the physician, the aortic dissection caused the death.